Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 d4 batch #: (B)(4). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the jaws partially closed and the knife exposed. In addition, the cable was cut off. Upon visual inspection, dried body fluid was observed to be stuck in the jaws, the tissue was removed and the device was mechanically functional. No issues were noted with the opening and closing of the jaws. No functional testing could be performed with the gen11 due to the device returning condition. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A manufacturing record evaluation was performed for the finished device lot/batch (B)(4), and no non-conformances were identified.

Event description:
It was reported that, during an ob-gyn procedure, the jaws became not to open although ratchet was released. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4 batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.